Event description:
The hospital reported that prior to the saphenous vein harvesting procedure, the tip of the uniport plus detached while removing it from a scope. No pt complications were reported since the unit was not in use.